Manufacturer narrative:
(B)(4). Batch # r93y4c. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip and 1 partially formed clip was fed due to an anti-backup failure; in addition, the instrument locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device batch number r93y4c, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? How was the procedure completed? Was there any patient consequence? If yes, please explain the patient consequence and how the patient consequence was resolved?

Event description:
Clips were poorly closed.